Manufacturer narrative:
The device history record were reviewed and found to be conforming. Event summary: the patient had a periprosthetic femur fracture on the left side. The primary surgery was on (B)(6) 2016. The implanted plate fractured 6 month post op. And a revision surgery has to be performed on (B)(6) 2017. The patient didn't retain a foreign body. The patient is (B)(6) years old, the weight is (B)(6) and a height of 156cm. Review of received data: (B)(6) 2016, x-ray images: the proximal femur is shown on the left without a hip or knee joint in two planes. The fracture appears to be correctly repositioned, the laterally attached plate is firmly fixed with 5 screws in the region of the femoral shaft and 7 screws distally of the shaft, and additional 3 cerclage wires underneath the femoral tip. On (B)(6) 2016: x-ray thoracic overview with shoulder joint on both sides: shoulder tep on both sides. X-ray femur proximal with hip joint ap left and slightly internal rotation / femoral shaft with knee joint left ap / lateral: the osteosynthesis material does not show any signs of loosening or signs for a material failure. On (B)(6) 2016: x-ray femur proximal with hip joint left ap / femoral shaft left with knee joint ap / lateral: unchanged in comparison to pre-recording. On (B)(6) 2016: x-ray left hip ap / lauenstein projection and femur on the left with knee joint ap / lateral: intact osteosynthesis material, unchanged in comparison to the pre-treatment, without indications for a bony consolidation of the visible fracture line, extending from the proximal lateral at the level of the uppermost cerclage to the distal medial at the level of the lowest cerclage. On (B)(6) 2016: x-ray proximal thigh with hip joint ap left and slightly internal rotation / femoral shaft with knee joint left ap / lateral: unchanged position in comparison to the pre-recording of (B)(6) 2016 without recognizable material failure of the inserted osteosynthesis plate. On the slightly internally rotated ap projection it is clearly visible that the fracture course is above the proximal cerclage just below the femur tip. No evidence of bone fracture healing. On (B)(6) 2016: x-ray left hip ap / lauenstein projection and femur on the left with knee joint ap / lateral: intact osteosynthesis plate, unchanged position in comparison to the pre-recording, no evidence for bone consolidation. On (B)(6) 2017: x-ray thoracic overview with shoulder joint on both sides: x-ray thigh left with and without hip joint ap / left thigh with knee joint lateral: fracture of the plate and also of the femur bone at the level of the third cerclage. There is a varus malalignment of the femur. No signs for material failure of the 3 cerclage wires. Compared to the x-ray of (B)(6) 2016 the interruption of the corticalis is visible underneath the last cerclage. Medial in the height of the broken plate recognizable periosteal callus formation, this was not seen in the x-ray (B)(6) 2016. On (B)(6) 2017: intraoperative images left hip and femur: repositioned fracture below the femoral shaft with a properly laterally positioned osteosynthesis plate. On (B)(6) 2017: x-ray left hip ap / lauenstein projection and femur on the left with knee joint ap / lateral: postoperative control with recognizable skin clamps after repositioning of the periprosthetic re-fracture after re. On (B)(6) 2016: surgical report of implantation (dr. (B)(6)) indication: periprosthetic femoral fracture left with horizontal hip joint tep ((B)(6)). Operation: open reduction, 3 titan cerclage, and plate insertion with a ncb 15-hole plate. Intraoperatively no abnormality detected, after well performed reduction and plate osteosynthesis well described plate position and reduction results. On (B)(6) 2017: surgical report of revision (dr. (B)(6)) indication: plate fracture after 6 months. Revision of fractured plate with additionally planned pelvic spongiosaplasty. Diagnosis: periprosthetic femur fracture on the left, surgically restored, plate fracture in the case of pseudarthrosis. Operation: material removal, pelvic spongiosa removal, new plate insertion, smear. Intraoperatively mentioned smear removal at the level of the plate fracture. Easy removal of the plate, cerclage wires and necrotic bone material with smear removal. Removal of the scar tissue from the medullary space. Pelvic spongiosa removal on the left, reposition of the plate and fixation with screws and caps. From the autologous pseudarthrosespongiosa, the height in the region of the medullary space is filled, medial of autologous pelvic spongiosa. Devices analysis: visual examination: the ncb curved femur shaft plate, 13 screws, 9 locking caps and 3 cerclages were returned for investigation. The fractured plate shows an indication for a fatigue fracture (beach lines) on both fractured parts of the plate. Several scratched on the plate surface can be detected. It can also be seen that some bore holes of the plate were damaged. It seems that the bore holes were drilled. It is unknown when this happened. The delivered screws and caps show some minor damages and deformations. The cerclages (ccg system) are not from zimmer biomet. Manufacturer is implantec. Therefore no statement for cerclages. Review of product documentation: the compatibility check was performed from surgical technique lit.no. (B)(4) and showed that the product combination was approved by zimmer biomet. The correct implantation of the ncb curved femur shaft plate is described in the surgical technique. Root cause analysis: root cause determination using rmw: breakage of implant due to wrong interpretation of in situ device position and/or dimension not possible -> the x-rays do not show an issue with the position. Breakage of the implant due to wrong interpretation of x-ray template for dimensions not possible -> the x-rays do not show an issue with the position. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible -> the plate was not bent. Breakage of implant due to user define incorrect placement of the spacers and plate not possible -> no spacers were used. Breakage of implant due to user perform improper handling of the plate during insertion => possible, as some bore holes were drilled/damaged this point cannot be excluded. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible -> the plate was not bent. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, no detailed post op protocol provided. Breakage of implant due to patient do not follow the postoperative protocol => possible, it is possible that the patient over stressed the plate or did a wrong behavior. Conclusion summary: it was reported that the plate was broken 6 months after implantation. The broken plate and the sub components were returned for investigation. The provided x-rays show that after 6 months of plate fixation no bone healing was occurred. A lack of osseous healing (pseudoarthrosis) after osteosynthetically treated femur fracture is a known complication described in the literature. The product analysis of the plate shows an indication for a fatigue fracture. The visual examination of the products indicates that no material defects that could have triggered the fracture could be detected. There are several factors which may have contributed to the breakage: it can be the case that the plate was over stressed during the in vivo time or a wrong patient behaviour can be the cause for the breakage as well. It is also possible that this the pseudoarthrosis has contributed to the plate fracture. However, an exact root cause for the plate fracture after 6 months could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmers reference number of this file is (B)(4).

Manufacturer narrative:
The device was not returned for investigation. The manufacturer did receive surgical reports which will be reviewed as part of the ongoing investigation. As no lot number was provided for the device, the device history record could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that a patient was implanted with a ncb femur shaft plate on (B)(6) 2016 and had to be revised on (B)(6) 2017 due to implant fracture.

Manufacturer narrative:
As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was now reported that the patient was implanted a ncb femur shaft plate on (B)(6) 2016 and heard a noise in his left femur on (B)(6) 2017. The x-ray taken showed a breakage in the middle part of the plate. A revision surgery was performed on (B)(6) 2017 due to implant fracture.